Manufacturer narrative:
The insulin pump buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces during visual inspection. Pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 359 mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The device was returned for analysis.